Event description:
Decoder mna-440 stopped working. Decoder showed temperature warning in troubleshooter. After troubleshooting (reboot), can the decoder not be reached anymore: logfile collection remains empty after multiple tries. Direct decoder login page remains white: no login. Issue occurred during surgery and patient under anesthesia. No prolonged anesthesia, no negative clinical effect.